Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to hypoglycemia with a unknown blood glucose level. Customer also states that they were hospitalized due to low blood glucose on (B)(6) 2018. They had blood glucose of below 20 mg/dl at the time of hospitalization. Customer current blood glucose was unknown. The customer did not mention how they treated. The customer experienced symptoms such as inability to get up. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered insulin. Troubleshooting was not completed as the customer did not have the pump with them. The reservoir will not be returned for analysis.